Manufacturer narrative:
Updated information in section d4 primary UDI number the complaint investigation for falsely reactive alinity I toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicated the reagent lot is performing as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review for lot 54040be00 did not identify any non-conformances or deviations with the complaint lot. The overall performance of alinity I toxo igg reagent was reviewed using worldwide field data. Median values for the complaint lot was within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the alinity I toxo igg reagent kit for lot number 54040be00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely reactive alinity I toxo igg for a pregnant patient. The following results were provided: (B)(6) 2024 sid (B)(6) result was 0.1 iu/ml (negative) today new sample result was 4.5 iu/ml, repeat result was 0.1 iu/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p45-22 that has a similar product distributed in the us, list number 7p45-40 / 7p45-45 all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely reactive alinity I toxo igg for a pregnant patient. The following results were provided: (B)(6) 2024 sid (B)(6) result was 0.1 iu/ml (negative) today new sample result was 4.5 iu/ml, repeat result was 0.1 iu/ml no impact to patient management was reported.